Manufacturer narrative:
Per user guide: check your insulin pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (value not provided). Customer consumed glucose tablets and carbohydrates to address bg. Customer is new to pump therapy and contact reported to have adjusted pump basal and bolus settings based on customer's activities during the day. Contact acknowledged this action as use error. Contact alleged pump history showed that pump "double bolused". However, after explaining to the contact how to read bolus history, customer acknowledged/understood pump was functioning properly. Tandem technical support performed a pump system check and no issues were identified. Although requested, customer did not upload pump data for review. Recommendation was made for contact to discuss event with their healthcare provider.